Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the patient¿s ilet began to delaminate, followed by a complete shutdown that left the device unable to turn on. The event occurred while the user was on vacation at the beach, where temperatures were reported to be higher than normal. The patient stated the ilet may have been kept in a pocket during that time. A replacement was arranged. No blood glucose impact or injury was reported.